Event description:
Patient later reported "it was found they were grossly overfilled and caused more problems, they were super hard". The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported left side capsular contracture, baker grade unknown, a lot of pain, size difference, noticeably larger, trouble laying on left side, issues with breastfeeding, and increased in size for past two months. The device remains implanted.